Event description:
It was reported that during normal clinical use at the hospital, it was found that the needle had a blockage and couldn¿t be used. There was patient involvement, but no patient harm/adverse event reported.

Manufacturer narrative:
Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.